Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) during troubleshooting, customer support found that the basal history does not match active basal program there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue could lead to over or under insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings:.the basal delivery totals for the day of and prior to (B)(6) 2016 appear to be inconsistent/less than the programmed daily totals due to user changes to the basal program. The pump was returned w/the following basal program settings: 00:00 2.825 u/hr, 06:30 2.475 u/hr, 11:00 1.800 u/hr, 15:00 1.800 u/hr, 19:00 2.250 u/hr, 19:30 2.250 u/hr with a total of 55.149 u/day. A review of the pump basal change history on (B)(6) 2016 did not match basal program 1, with the basal program changing to 0.00 u/hr at 19:30 when it should be 2.25 u/hr at this time. Unable to duplicate complaint of inaccurate deliveries during the investigation. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the total daily dose (tdd) was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications.